Manufacturer narrative:
This info was not provided upon initital report. Add'l info has been requested. Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.

Event description:
Pt experienced a compression fracture of the l5 vertebrae and a comminuted right interarticular calcaneus fracture which extended into the posterior facet as well as the calcaneal cuboid joint from a 16 foot fall from a deer tree stand when it collapsed. Locking calcaneal plate was contoured to fit the lateral cortex of the calcaneal body and implanted. Pt felt pain in his foot while walking. X-ray taken showed one of the bendable tabs on the plate had broken off. Pt was taken to the or and the broken tine was removed uneventfully. Surgeon indicated that pt could resume full activities without restrictions.